Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Products return is requested and they will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
Customer reported an abutment fracture - customer ordered rescue service. *res08381. On (B)(6) 2026 dimbe718: rescue service will be followed up by customer service at cco. In case of no further contact, it is understood that the dentist successfully removed the fragment (if any), and the implant was restored. Otherwise, the lifetime warranty would be claimed.